Manufacturer narrative:
H3 - other: device has not been returned to date. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient had the trach in for 2 weeks. Vent was alarming, and a leak heard. Trach was changed and metal part was noticed to be ripped. The incident happened in the patient's home. There was medical intervention required, the trach was changed. There was patient involvement and no additional patient harm/adverse event reported. The event was resolved. Family exchanged the trach. The product is not available for return/investigation.